Manufacturer narrative:
Product event summary (B)(4): the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range. It was noted that analysis of the device memory indicated the impedance trend on the rv (right ventricular) pacing lead was rising.

Event description:
It was reported that the right ventricular (rv) lead had high impedances which have been rising over time due to a possible fracture. The rv lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range. Rv pace impedance rises steadily from 2242 ohms to 3192 ohms between (B)(6) 2016.

Event description:
It was further reported that the lead was explanted and replaced.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 407652, implantable pacing lead, (B)(6) 2009. (B)(4).